Event description:
It was reported that "the valve in the sheath came loose and tilted, preventing insertion of the dialysis catheter. As a result, a new set had to be used". The condition of the patient is reported to be 'fine'.

Manufacturer narrative:
(B)(4). The customer returned one, safe d-pro peel-away sheath for analysis. Signs of use were observed in the form of biological material on the device. Visual analysis revealed the sheath valve had separated within the sheath valve body and was rotated within the device. The peel-away tabs were intact , and no other defects were observed on the sheath valve nor body. A device history record review was performed, and there was one potential finding. A non-conformance was initiated for lots 33p24a0316, 33p24a0312, 33p24a0313 regarding smartseal sheath valve damaged. Review of the non-conformance confirmed that the failure mode of this complaint is the same as the non-conformance identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding , or component damage." The report of a damaged smart seal sheath valve was confirmed through examination of the returned sample. Visual analysis revealed that the sheath valve had completely separated from the hub and was loose from the device. No additional visual defects were observed on the sheath valve or tab. The manufacturing facility was contacted as part of this investigation. The site stated that a similar defect has been observed where the valve was damaged in this manner. The root cause is supplier related as the device is a purchased component. Therefore, the damage identified has been determined to be a supplier related issue. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the valve in the sheath came loose and tilted, preventing insertion of the dialysis catheter. As a result, a new set had to be used". The condition of the patient is reported to be 'fine'.